Event description:
It was reported that the patients ipg had migrated and experienced difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced and was moved higher in the flank on same side. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.